Event description:
Hcp reported the pt was seen with problems of increased tone in spite of the baclofen dose having been increased 10% at the previous visit. The pt also complained of itching of the lower extremities and spasms. Was able to transfer independently, but had leg pain with movement. A bolus of 50mcg over 5 minutes was given without improvement. The pt was put on oral baclofen. No rotor study was done. The pump and the catheter were both replaced. At the last office visit, the pt was reported to be doing great. They are actually able to have the pt on a lower dose of baclofen than before.